Event description:
Covidien - formerly nellcor puritan bennett rec'd notice on 01/16/2008 of the following reported info: in 2007, a "baby self-extubated his endotracheal tube (ett)". The on-call neonatal nurse practioner re-intubated the baby and confirmed ett had been properly placed in the trachea by employing a carbon-dioxide (co2) detector device, which changed from purple to yellow. Baby's heart rate thereafter improved via manual ventilation. Chest x-ray was obtained and the tip of the ett was noted to be properly placed. Baby's heart rate dropped and a second chest x-ray indicated ett was malpositioned. The co2 detector continued to display color change to yellow, was replaced with a second co2 detector device. The second co2 detector displayed no color change, the baby was re-intubated and the device changed from purple to yellow and the baby's heart rate and o2 saturations returned to normal. Consultation based on neurologic findings found baby suffered a fatal anoxic injury. Baby expired following life support removal on about 6 weeks later.

Manufacturer narrative:
It is unk if device is available for eval. If device becomes available, a f/u report will be submitted. Pedicap instructions for use; warning: the pedi-cap detector will respond to co2 in the presence of a main stem bronchial intubation. Standard clinical assessment should be used to confirm proper position of the endotracheal tube within the trachea.